Manufacturer narrative:
Our product evaluation lab received one model 12tlw803f catheter with attached bd 1.0 ml syringe. The balloon was found to be ruptured and distal edge was inverted to distal side. After the ruptured edge was returned to original position, the edges did not appear to match up. A balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. No visible damage or inconsistency was observed from catheter body and windings. Thru-lumen was patent without any leakage or occlusion. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of the balloon of the fogarty catheter ruptured was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of the fogarty catheter, model 12tlw803f lot unknown, ruptured during use. There were no patient complications reported.

Manufacturer narrative:
Engineering evaluation was completed. A product risk assessment was met earlier for this issue, and a CAPA was not required. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.